Event description:
Additional information received indicating the physician considered the ineffective high voltage therapy and decrease in defibrillation impedance to be due to the condition of the patient and unrelated to the performance of the device.

Event description:
It was reported that inadequate high voltage (rv) therapy was noted on the device resulting in arrhythmia. The arrhythmia was self terminated. Low defibrillation impedance was noted prior to the inadequate hv therapy. The device was reprogrammed. The patient was in stable condition.